Event description:
It was reported that the patient was experiencing undesired stimulation and discomfort due to lead high impedances. X-ray revealed leads did not move. The patient underwent a lead replacement procedure and was doing well post-operatively. Bsc representative logged it as a lead fracture. The explanted lead will not be returned as it was kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2218700, model: sc-2408-56, serial: (B)(4). Batch: (B)(4).